Event description:
There were difficulties engaging the atrial and ventricular setscrews on this pacemaker during the implantation procedure. Therefore, the device was not implanted.

Event description:
There were difficulties engaging the atrial and ventricular setscrews on this pacemaker during the implantation procedure. Therefore, the device was not implanted.

Manufacturer narrative:
(B)(4). The analysis from the manufacturer is pending.

Manufacturer narrative:
(B)(6) 2010 the analysis from the manufacturer is pending.